Manufacturer narrative:
Further software analysis found that it was not possible to determine probable cause without further information, but suspected that there was registration technique error and the exam did not meet protocol. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon allegedly felt inaccurate during the case. The site registered the patient and began the case. The surgeon then stated that they felt like they were over 2mm inaccurate. The surgeon did not state in which direction or exactly how much they felt inaccurate, but simply stated that is was over 2mm. It was noted that the surgeon initially felt accurate, then as the case progressed they felt that inaccuracy got worse over time. There was no surgical delay, and there was no impact on patient outcome. Software engineering reviewed the logs, but the logs did not provide any conclusive evidence for the reason for inaccuracy. There was no archive present to review, so software engineering was not able to comment on the quality of the registration. It was stated that there is insufficient information to determine root cause of the reported inaccuracy.

Manufacturer narrative:
Additional information: a software analysis was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The archive was received and analyzed. The archive had one registration present. The exam had the top and back of the head cut off, and there was overlap in the slices. There were 1227 trace points and one touch point collected in the registration. There were points collected beneath the surface, as well as points under the nose and on the soft tissue of the cheeks and temples.